Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed a control test and received a reading of 275 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer was advised to return the test strips for evaluation, but she refused. No product will be returned, but replacement test strips were sent to the customer.